Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2000 ohms. The local area field representative reported that under fluoroscopy, the lead was found to be fractured. The distal portion off the lead was cut and explanted while the remaining portion was capped. The lead was successfully replaced and no adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the returned lead portion was performed. Only the proximal lead segment was returned, severed 39.6 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found the lead insulation was severed 39.6 cm, and bent 39.3 cm, from the terminal pin. Additionally no fractures were noted in the lead coils during microscopic inspection. Laboratory testing was unable to reproduce the reported clinical observations.